Event description:
It was reported that the patient began to experience severe spasms during the nights; she had been on 20-mg of oral baclofen three times a day, and she was past due for a pump refill by approximately two months. She reported that she took "just enough" oral baclofen (i.e., a half a tablet when her spasms got "severe enough"), because it "knocks her out." The patient reported fatigue due to multiple sclerosis and that she does not like taking anything that increases those symptoms. Prior to the pump implant, the patient reported that her knees were up to her chest with spasticity. However, as soon as the pump was implanted, she reported that her symptoms immediately subsided. The patient also reported that she lost weight in the past few months, and that the pump moves around more often and for longer periods of time. An alarm was heard; telemetry was not yet performed. The patient was seeking a new physician closer as she had to drive approximately one hour for refills. She indicated that she had a refill appointment scheduled. A health care provider (hcp) indicated the patient had been without intrathecal baclofen therapy (itb) for approximately 2 months, and a physician wanted to adjust the patient itb dose accordingly. They would most likely continue to manage the patient's spasticity with oral baclofen and program the pump to minimum rate mode until a manufacturer representative could be present for a planned pump refill. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).